Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings for the past two days despite bolusing. Customer stated that her blood glucose readings have gone up to 400 mg/dl range and will then drop to the 200 mg/dl range. Customer declined to speak to the helpline.